Manufacturer narrative:
Photo provided by the customer shows that the pvc tubing was separated ¿broken off¿ from the inlet port of the micron filter. The root cause of this failure was not identified. Device history record for model 2465-0007 lot 19115681 shows that the set was manufactured on 14 november 2019 with a total of (B)(4) units. There were no qn¿s (quality notification) issued during the production build of this lot for the failure mode reported.

Event description:
It was reported from the dickenson infusion department (dept.) That the tubing set separated at the filter and leaked while priming normal saline. There was no patient involvement since the leak was noted prior to hanging on the patient.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported from the dickenson infusion department (dept.) That the tubing set separated at the filter and leaked while priming normal saline. There was no patient involvement since the leak was noted prior to hanging on the patient.